Manufacturer narrative:
Complaint no: (B)(4). It was reported the patient was doing well and was planning for catheter implantation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was reported that the cause of the event might be the patient's medical history of urinary tract infection; however, the cause is unknown as this was not confirmed. On the same day as onset of peritonitis, the patient began treatment with fortum (intraperitoneal, 1 gram once followed by a maintenance dose of 2 grams in one bag daily) for peritonitis. On an unreported date, the patient was treated with vancomycin (intraperitoneal, 2 grams "once", exact frequency and duration not reported) for peritonitis. Four days after the onset of peritonitis, the patient was hospitalized for the peritonitis event. Dianeal therapy was discontinued. At the time of this report, the patient was recovering from the event. No additional information is available.